Event description:
It was reported that the dexcom g7 failed to pair with the ilet after the user replaced a fallen-off sensor, and the ilet continued to show no cgm readings despite prior sensor toggle and device restart guidance. Symptoms included none reported. Outcomes included no clinical impact or hospitalization. Investigation included remote troubleshooting and user education, including instructions to wait for data to resume and to replace the ilet if readings did not return, as well as direction to contact dexcom support regarding cgm performance. Investigation of this case revealed a pairing or communication failure between the cgm and the ilet, consistent with a device communication malfunction without evidence of systemic device damage. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device communication disruption or cgm pairing failure.